Manufacturer narrative:
The events of infection, cellulitis, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, cellulitis, and exposure.

Event description:
Healthcare professional later reported left side "cellulitis", "fluid retention was found in ultrasonography", "infection", "skin of the left breast that had swollen", ¿gender reassignment surgery (mtf)¿ and "implant was exposed." The event of "dialysis introduction for chronic renal failure due to diabetic nephropathy" is not device related. Device has been explanted.